Manufacturer narrative:
A ge rep evaluated the system and replaced the cable running between the cpu and the video distribution board. The system operates as intended.

Event description:
The customer reported the system is slow booting up. No pt injury was reported.